Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and noted male luer collar cracked/broken. The reported condition was verified. The cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of clearlink's system solution set with duo-vent spike fractured after attaching it to the peripheral IV site to deliver propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.